Event description:
Patient called 24 hour lvad line, backup battery fault alarm on primary controller connected to patient while patient at home. Backup battery recently replaced [date redacted], battery not due to be replaced for 27 months. Abbott rep notified, advised to change out controller. Controller change out performed in clinic under provider supervision, additional blood thinners administered to protect patient from clot due to pump stop during controller change out. Patient reported dizziness and lightheadedness during pump stop. Monitored in clinic for 30 minutes after procedure, did not require further medications or admission.